Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system failed to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and checked all the output from hospital mains and found to be ok. On further troubleshooting, fse found that the fans were not starting. The fse also found the mains interface module was faulty. To resolve the issue, the fse replaced the mains interface module. The failed fan tray was replaced in another case. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.